Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post upgrade procedure the right atrial (ra) lead exhibited rising and high thresholds and impedances. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.